Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
"Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was inside the packaging. The attempted sensor insertion was at the abdomen. No additional event or patient information is available."